Event description:
Please reference attached user facility medwatch.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. It is believed the device was discarded. Additional information was requested and the following was obtained: the device jammed after 3mm using two black reloads. Lap sleeve gastrectomy and hiatal hernia repair. On what tissue type was the device used? Pylorus. On which firing(s) did this event occur? Unk. What color cartridge was being used? Two black loads. What other color cartridges were used before and after this event? Blue, gold and green were used. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No other details. Two firings with black loads at 4cm on the pylorus then stopped. A bougie placed by anesthesia and the device jammed on the black loads. There was no patient harm.